Event description:
It was reported that during a gastric bypass procedure, the safety lockout malfunctioned and the mesenteric vessel was injured. The pt lost 1.5 liters of blood and an emergency laparotomy had to be performed. Pt is now fine.